Event description:
Covidien received a report from an end user alleging the internal foam insulation disintegrating and possible inhalation of foam material. During the phone conversation with end user, it was identified that the device was in continuous use for approx ten years with no appropriate equipment maintenance.

Manufacturer narrative:
Customer declined to return the device for eval. The "goodknight 418g service manual" states "the inlet baffle foam must be changed after 5 years of working".